Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine and bupivacaine via an implanted pump. The indication for use was non-malignant pain and chronic low back pain. It was reported the patient's pump was alarming or beeping. It was noted years ago the patient got really sick with gastroenteritis and had to be admitted to the hospital. Due to this the patient missed their refill and the pump went off. The patient was hearing a single tone alarm and thought it was the IV but it was the pump. The doctor came to the hospital and refilled the pump. There were no symptoms reported.